Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie cannot be placed back. A field service engineer removed cubies a3 and c5 through diagnostics, replaced the faulty cubies, ran complete hardware test application tests and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis drawer cannot be placed back after they released the cubie. The customer reported there was a delay in dispensing medications to the patient as they managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis drawer cannot be placed back after they released the cubie. The customer reported there was a delay in dispensing medications to the patient as they managed to get medications from another station. There were no adverse events or injuries reported based on this event.